Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: it was reported by the customer that the adc device was defective. An adc customer service representative was able to contact the customer however the customer did not provided additional details. No report of intervention or treatment was reported by the customer. Based on the information provided, there was no report of serious injury associated with this event.